Manufacturer narrative:
Occupation: occupation is company representative, field support.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter with an unspecified serial number. The initial result was 50 mg/dl. The test was repeated on the meter within 1 minute and the result was 150 mg/dl. At an unknown time "later" a sample was drawn for the laboratory where the result was "in the 50's" mg/dl. The initial result of 50 mg/dl was believed to be correct based on the laboratory result. It is not known if the patient was treated based on any results. There was no allegation that an adverse event occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer has not returned any product. No information was provided in the complaint that would point to a cause for the result discrepancy. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.